Manufacturer narrative:
The device is returned and evaluated. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, d9, g3, g6, h2, h3, h4, h6, and h10. The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). It is not known how the teflon pad piece was removed. The procedure is therapeutic. The event occurred during the middle of the procedure. What the doctor was performing and the setting is not known. The device history record review confirmed that the device lot had no anomaly in inspection and high frequency output. Actual lot number of the device is 12k 15. Upon evaluation of the returned device, it was observed that the teflon pad in the grasping section was peeled off and was missing, the metal part being exposed. The detached teflon pad was not returned. In addition, the coating of the grasping section was partially peeled off. The exact cause of the event cannot be exclusively identified. However based on past investigations, the peeling off and detaching of the tissue pad and error occurred is likely occurred by the following scenario: 1. The distal end of the tissue pad was peeled away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). 2. The peeled tissue pad was fall off because the pad added load outside patient. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements which can prevent the issue from happening: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
A report of this event will be submitted to swissmedic. Additional information, including initial reporter information, is not yet available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, during the procedure while the surgeon was resecting an anatomical wedge liver segment, the device teflon pad was detached and fell into the patient. The pieces were removed and no fragment was left behind in the patient. There was a short clinically irrelevant interval while a new device was opened, with which the procedure was completed. There is no harm or adverse impact to the patient.